Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated events due to oversensing of noise. It was noted the noise was not able to be reproduced through evocative maneuvers. Upon review, boston scientific technical services (ts) noted the signal signature is consistent with changes in the impedance pathway of the sensing vector. Ts discussed possible reasons and suggested further troubleshooting. The s-ICD and electrode remain in service and no adverse patient effects were reported.